Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A45106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low grade squamous intraepithelial lesion, cervical intraepithelial neoplasia, cervical dysplasia, vaginal discharge, nausea, dysmenorrhea, dermoid cyst excision, pregnancy, multigravida, bacterial vaginosis, allergic reaction to antibiotics, low back pain, vaginal candidiasis, uti, ovarian cyst, lower abdominal pain, endometriosis, human papilloma virus infection, scoliosis, varicella, pap smear abnormal, gardnerella vaginalis test positive, vertigo, confusion, dizziness, frequency urinary and seasonal allergy. Previously administered products included for an unreported indication: ondansetron, ranitidine, mirena, fluticasone and metronidazole. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("bleeding-menorrhagia"), mental disorder ("psych injury"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications"). The patient was treated with metronidazole (flagyl) and surgery (total laparoscopic hysterectomy, bilateral salpingectomies, right oophorectomy, and left ovariopexy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, mental disorder, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis and post procedural complication outcome was unknown. The reporter considered bacterial vaginosis, heavy menstrual bleeding, mental disorder, pelvic pain, post procedural complication, urinary tract infection and vulvovaginal candidiasis to be related to essure. The reporter commented: essure confirmation test was done. Left: 6 loops of spring, right: 4 loops of spring. Product removal date updated from (B)(6) 2018 to (B)(6) 2018. Endometriosis implants overlying the left ureter approximately 2 cm from the cervicovaginal junction was noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: bilateral tubal occlusion via the essure devices. Lot number: a45106; manufacture date: 2012-08; expiration date: 2015-08-31. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A45106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low grade squamous intraepithelial lesion, cervical intraepithelial neoplasia, cervical dysplasia, vaginal discharge, nausea, dysmenorrhea, dermoid cyst excision, pregnancy, multigravida, bacterial vaginosis, allergic reaction to antibiotics, low back pain, vaginal candidiasis, uti, ovarian cyst, lower abdominal pain, endometriosis, human papilloma virus infection, scoliosis, varicella, pap smear abnormal, gardnerella vaginalis test positive, vertigo, confusion, dizziness, frequency urinary and seasonal allergy. Previously administered products included for an unreported indication: ondansetron, ranitidine, mirena, fluticasone and metronidazole. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("bleeding-menorrhagia"), mental disorder ("psych injury"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications"). The patient was treated with metronidazole (flagyl) and surgery (total laparoscopic hysterectomy, bilateral salpingectomies, right oophorectomy, and left ovariopexy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, mental disorder, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis and post procedural complication outcome was unknown. The reporter considered bacterial vaginosis, heavy menstrual bleeding, mental disorder, pelvic pain, post procedural complication, urinary tract infection and vulvovaginal candidiasis to be related to essure. The reporter commented: essure confirmation test was done. Left: 6 loops of spring, right: 4 loops of spring. Product removal date updated from (B)(6) 2018. Endometriosis implants overlying the left ureter approximately 2 cm from the cervicovaginal junction was noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion via the essure devices. Lot number: a45106. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received. Reporter information, patient medical history, lab data, product lot number, concomitant medication, rcc added. Product removal date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding-menorrhagia"), mental disorder ("psych injury"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, mental disorder, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis and post procedural complication outcome was unknown. The reporter considered bacterial vaginosis, menorrhagia, mental disorder, pelvic pain, post procedural complication, urinary tract infection and vulvovaginal candidiasis to be related to essure. The reporter commented: essure confirmation test was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: confirmation test was done. Events added: pain, bleeding, psych injury. Fu 2 and 3 processed together. On 5-may-2020: pif received: new events were added: bleeding-menorrhagia, uti, bacterial vaginosis, candidal vaginosis and post removal complications. Essure removal date was added. Fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.